Manufacturer narrative:
Hill-rom tsr installed the new controller to resolve the problem.

Event description:
Customer alleges the bed has no function at all. Bed found in patient room. No injury report.